Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer informed covidien that the problem was isolated to the backlight inverter, the customer to replace the backlight inverter. Covidien was not authorized to service the ventilator.

Event description:
The customer reported an 840 ventilator with a blank display. The ventilator was not on a patient at the time of the event.